Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level